Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported a m31 (air detected in cassette) warning during peritoneal dialysis (pd) treatment. The patient rebooted the cycler and an m31 (air detected in cassette) warning persisted. The patient discontinued use of the cycler and finished completing his peritoneal dialysis (pd) treatment by performing manual exchanges. When the patient removed the cassette from the cycler machine, the patient observed moisture on the outside of the cassette and the pump heads of the cycler. The patient was advised to discontinue use of the cycler and the cycler was replaced. During follow up on (B)(6) 2017, the patient reported that he had no adverse effects from this event. The patient also reported that he no longer had the cassette in use at the time of the event but would be able to send a companion sample for failure analysis to the plant. However, the companion sample had not been retrieved to date.

Manufacturer narrative:
Device manufacture date removed the device was not available to be physically analyzed by the manufacturer and the lot number was not able to be obtained to date. (B)(6) tracking was verified and no information was found if customer sent the sample. Distribution records were reviewed identified 4 lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported a m31 (air detected in cassette) warning during peritoneal dialysis (pd) treatment. The patient rebooted the cycler and an m31 (air detected in cassette) warning persisted. The patient discontinued use of the cycler and finished completing his peritoneal dialysis (pd) treatment by performing manual exchanges. When the patient removed the cassette from the cycler machine, the patient observed moisture on the outside of the cassette and the pump heads of the cycler. The patient was advised to discontinue use of the cycler and the cycler was replaced. During follow up on 06/07/2017, the patient reported that he had no adverse effects from this event. The patient also reported that he no longer had the cassette in use at the time of the event but would be able to send a companion sample for failure analysis to the plant. However, the companion sample had not been retrieved to date.